Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad trace. No button error alarm and no moisture damage on the electronic assembly. Device had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 215 mg/dl; which she treated with manual injection. The customer stated the insulin pump was exposed to sweat. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.